Event description:
It was reported that a cgm error 42 had occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a complete pump reset, resulting in the successful start of their sensor session without any further errors.